Manufacturer narrative:
(B)(4) date sent: 9/28/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during thoracotomy the surgeon placed the device over the right pulmonary artery. When the device was fired there was a crunching noise. The staple line and cut line were completed however the staples were malformed and bleeding did occur. A like device was pulled and the procedure was completed with no patient consequences reported. The bleeding was minor and did not require a transfusion.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx30b device arrived in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.